Manufacturer narrative:
Device passed displacement test. Adjusted the display options low to high 1-5 and each setting functioned properly. Led flashed during pump error power up alarms. No unexpected backlight anomalies noted, however device received with corroded battery tube. Pump error alarm noted during self test and confirmed in device history (variable info = 3) due to broken trace at pin #1 (vdd) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had backlight anomaly. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.